Event description:
It was reported the subject device had poor focus and dark image. These issues occurred at a double j insertion procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent problem with ccd, failed leak test on focus button. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor focus, dark image due to intermittent problem with ccd. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device three attempts were performed to obtain additional information, but no response was received from the customer.